Event description:
It was reported the subject device had a poor pump head. There were no reports of patient harm.

Manufacturer narrative:
E1: the first affiliated hospital of (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: deterioration as the number of usages increased. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred during an endoscopic treatment, but the procedure was completed with the same device, and no patients were involved.